Event description:
Ethicon ec45a stapler locked onto a ligament during a laparoscopic case and would not open disengage. The ligament had to be cut on either side of the device in order to allow the surgeon to remove the device. The intent was to cut the ligament, so there was no significant effect to the pt, though it did prolong the case somewhat.